Event description:
Additional information was received that per the physician, both the valve and the delivery catheter system (dcs) can be excluded as contributing causes towards the patient's death. Per the physician, it is unknown if the patient's death was caused or contributed by the patient's underlying medical history.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, maintenance dialysis was performed on the patient at another hospital for chronic renal failure. Dialysis was difficult due to congestive heart failure caused by severe aortic valve stenosis and severe mitral regurgitation, so the patient was urgently hospitalized. The patient also had pneumonia, so a transcatheter aortic valve implantation (tavi) pre-operative examination was performed while antibiotic treatment and dialysis were performed. However, the patient suffered from circulatory failure, so an emergency tavi was performed. After that, the circulatory failure did not improve very much, and the patient gradually started worsening, leading to death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of death was heart related.